Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. It was reported the device was discarded of by the hospital and is unavailable for return.

Event description:
During a procedure on (B)(6) 2013, it was reported the heads of two cortex screws sheared off. The surgeon was self drilling the cortex screws into the maxilla. The surgeon removed the broken screws and replaced the screws with new screws. There was no patient harm and no extension of surgery time reported. This is 2 of 2 reports for the same event.